Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the aspiration syringe resolving the partial aspiration errors. Per labeling, the dxh800 instructions for use manual ((B)(4)) "the dxh800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging ample results."

Event description:
The customer reported an error condition of "partial aspiration" was generated for controls and pediatric patient samples when using the unicel® dxh 800 coulter® cellular analysis system. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.